Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that he was feeling stimulation in his butt cheek, groin area and left knee. The patient reported that he had never felt stimulation before this so he knew something was not right. The patient reported feeling a shocking sensation from the groin area to his left knee. The patient reported that on the morning of the reported he woke up with ¿crap¿ all over himself but did not feel the shocking. It was noted that the therapy was on. There were no falls or traumas related to the issue and were not related to positional movements. The patient reported that he was very careful and not moving excessively when he felt it. The patient was walked through all 4 programs and reported that programs 2 and 3 were shocking him and program 4 he didn¿t feel anything and wasn¿t comfortable keeping it at that program so he changed it back to program 1 at 6.9v. Additional information was received from the patient and it was reported that at first it was thought it was a program problem, tried different things to fix problem but it did not work and shocked the patient more. The patient reported that he went to the doctor and had x-rays taken. The patient reported that the x-rays confirmed that the unit needed to be replaced. The patient reported that surgery would take place on (B)(6) 2017. The patient reported that they had turned off the ins in order to keep from getting shocked.